Event description:
Litigation alleges patient had pain and extreme weakness; stiffness and limited ambulatory capabilities; damage to bones in hip; and excessive levels of chromium and cobalt after asr hip implant.

Event description:
Update: (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob and part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint updated (B)(4) 2013.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy still considers this investigation closed.

Event description:
Update: (B)(6) 2014 - medical records received. Upon revision, yellow fluid with black spicules consistent with metallosis and corrosion were noted. The adapter sleeve and femoral stem are now being added to the complaint. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
Depuy still considers this investigation closed.